Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The event occurred at (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the driveline. The patient was treated with unspecified surgical and drug therapy. No further information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until 05jul2017. The pump pocket infection was reported to have occurred from (B)(6) 2016. Upon review of the device history for this event, it was discovered that the pump was returned to the manufacturer in november 2016 following a pump exchange on (B)(6) 2016. Evaluation of the returned pump post-pump exchange did not reveal any deposition or thrombus formation in the returned portions of the inflow conduit or outflow graft. Examination of the returned pump also did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a pump exchange on (B)(6) 2016.